Event description:
The caller reported that there was a leak in the pilot balloon of the tracheostomy tube. A physician went to the patient's home, removed the tracheostomy tube and re-cannulated the patient.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.